Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient was experiencing vomiting and diarrhea. It was not reported what the patient¿s cgm was displaying at this time. No bg meter test was performed at this time. The patient was wearing an omnipod insulin pump. Around 2:00pm, the patient called emergency medical servies (ems) and when they arrived, the patient¿s bg meter reading was taken but the patient could not recall the specific value. However, he stated the cgm device was providing an inaccurate reading. Ems was unable to gain access to one of the patient¿s veins for hydration, so the patient was transported to the emergency room. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and treated with 3 liters of IV fluids (for rehydration) and 10 units of fast acting insulin. The patient could not recall any of his cgm or bg meter values while in the ER. The patient was in the ER for approximately 6 hours before being discharged. The patient was ¿stable¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.